Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep noticed the power up test fails code #6. Performed touch screen calibration. Verified calibration of the unit. Performed functional tests and safety checks to meet factory specs. The pump was returned to the customer. (B)(4).

Event description:
The customer reported that during an in-service training session of the iabp, the iabp generated a "power up test failure code #6" (unable to configure touch screen controller device electrical test failure) alarm. The customer rebooted the iabp but the iabp generated the same alarm. The iabp was switched and the training session was continued. No pt was involved.